Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a ventricular "electrical storm" with 2 shocks that did not terminate ventricular tachycardia. The ventricular and atrial leads both had high impedence. The ventricular and atrial leads are still in use. No further patient complications have been reported as a result of this event.